Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical name crd_1003 - vantage. Patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted. After the valve was implanted, a post-balloon valvuloplasty was performed and the patient experienced a cardiac arrhythmia. A permanent pacemaker was implanted to resolve the event.

Manufacturer narrative:
An vent of third degree atrioventricular block after implant of navitor vlave was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the final non-coronary cusp implant depth was 7 mm, deeper than the optimal 3 mm depth, which could have contributed to the reported av block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported av block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that the valve was re-sheathed 3 times due to being deployed too high. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." And "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)." H6 health effect - clinical code: code 1721 removed. H6 medical device problem code: code 2993 removed.

Event description:
Clinical name (B)(6) - vantage. Patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted. After the valve was implanted, a post-balloon valvuloplasty was performed and the patient experienced a cardiac arrhythmia. A permanent pacemaker was implanted to resolve the event. Subsequent to the previously filed report, additional information was received that the patient was placed on local anesthesia and was administered heparin for procedure. The patient had a noted activated clotting time (act) level of 218 seconds prior to implant and 222 seconds post-implant. The pre-implant dilatation was performed using a 20mm non-abbott balloon catheter. The navitor valve was re-sheathed 3 times due to being deployed too high. The patient had pacing of 120-140 beats per minute for valve stabilization during valve deployment. No post-implant dilatation was performed/required. An electrocardiogram was used to detect a third degree atrioventricular block in the patient, after release/implant of the 25mm navitor valve. The final non-coronary cusp implant depth is 7mm and the final left coronary cusp implant depth of 8mm. The decision was made to implant a dual chamber permanent pacemaker.